Manufacturer narrative:
Investigation summary: bd did not receive samples or photos for evaluation; therefore, the investigation was limited. Additionally, we were unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood pooling occurred with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "it was reported two tubes had blood pooling after with drawn from needle." 2 occurrences were reported, the date/time and patient information were not provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood pooling occurred with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "it was reported two tubes had blood pooling after with drawn from needle." 2 occurrences were reported, the date/time and patient information were not provided.